Event description:
Asr revisionasr xl acetabular system (left) reason(s) for revision: unknown.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Reason for revision received: component loosening.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update 13 october 2015: updated doi, and filehandler details. Added manufacture and expiry dates for products. Added dummy stem. Queried stem details and component loosening. Taken from claimsuite update 7 october 2015. Update 15 oct. 2015: added noise as reason for revision. Taken from reply to query 1.